Event description:
It was reported that a health care professional (hcp) requested technical services (ts) a review of this implantable cardioverter defibrillator (ICD). Upon review, ts identified that the device delivered inappropriate therapy due to undersensing of low amplitude atrial signals. As a result, the device delivered anti-tachycardia pacing (atp) and shocks. The atrial signals observed during the episode were below the programmed device sensitivity, which had been set at this level to mitigate oversensing observed during diagnostic maneuvers. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that a health care professional (hcp) requested technical services (ts) a review of this implantable cardioverter defibrillator (ICD). Upon review, ts identified that the device delivered inappropriate therapy due to undersensing of low amplitude atrial signals. As a result, the device delivered anti-tachycardia pacing (atp) and shocks. The atrial signals observed during the episode were below the programmed device sensitivity, which had been set at this level to mitigate oversensing observed during diagnostic maneuvers. No adverse patient effects were reported. This device remains in service. Additional information was received. The field representative requested ts to assist in evaluating the case in order to identify a potential solution without re intervention. Ts indicated that, due to noise observed on the right atrial (ra) channel, atrial lead revision should be considered; however, programming recommendations were also provided. Based on previous oversensing findings, ts noted that there was a very limited margin for safely adjusting atrial sensitivity. Additionally, a high right ventricular (rv) capture threshold and low sensing amplitude were identified. Consequently, rv lead troubleshooting steps were provided. Ts stated that if imaging was available, it could help verify lead connection and identify any macroscopic lead damage.

Event description:
It was reported that a health care professional (hcp) requested technical services (ts) a review of this implantable cardioverter defibrillator (ICD). Upon review, ts identified that the device delivered inappropriate therapy due to undersensing of low amplitude atrial signals. As a result, the device delivered anti-tachycardia pacing (atp) and shocks. The atrial signals observed during the episode were below the programmed device sensitivity, which had been set at this level to mitigate oversensing observed during diagnostic maneuvers. No adverse patient effects were reported. This device remains in service. Additional information was received. The field representative requested ts to assist in evaluating the case in order to identify a potential solution without re intervention. Ts indicated that, due to noise observed on the right atrial (ra) channel, atrial lead revision should be considered; however, programming recommendations were also provided. Based on previous oversensing findings, ts noted that there was a very limited margin for safely adjusting atrial sensitivity. Additionally, a high right ventricular (rv) capture threshold and low sensing amplitude were identified. Consequently, rv lead troubleshooting steps were provided. Ts stated that if imaging was available, it could help verify lead connection and identify any macroscopic lead damage.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. This report is being submitted to include the patient identifier.